Manufacturer narrative:
It is confirmed that the device was pacing and sensing normally. The device had no output and no telemetry at the start of detailed analysis due to a depleted battery. No higher than normal current drain conditions were noted during testing and detailed analysis. The system guide states in table 4-2 that a dual chamber insignia/altrua device should have a minimum expected longevity of approximately 4.9 years. This device has been implanted for 15.7 years. It cannot be confirmed when the device reached ert. A memory dump could not be performed when the device was received. As a result, no further analysis of device memory can be performed. It is concluded that the device was functioning and depleting normally, and no problem was detected. The allegation is a result of a normally depleted battery.

Event description:
It was reported during a pre-operative workup for a non-device related procedure that this implantable pacemaker was unable to be interrogated and the programmer exhibited an error message. The routine electrocardiography (ECG) showed the patient with complete heart block with 30 beats per minute (bpm). The last device check was in 2020 that showed 12 months of battery longevity remaining. The physician advised the patient may have forgotten to attend his follow up pacemaker clinic appointments. Additional information requested. The patient was admitted to the hospital and a device replacement will be scheduled. At this time, the device remains in service. Received additional information the battery capacity could not be confirmed, and the device was unable to be interrogated. The device has been explanted and replaced with a boston scientific pacemaker. The explanted device will return for analysis. Outside of the revision, no additional adverse patient effects were reported. Product returned for analysis.

Event description:
It was reported during a pre-operative workup for a non-device related procedure that this implantable pacemaker was unable to be interrogated and the programmer exhibited an error message. The routine electrocardiography (ECG) showed the patient with complete heart block with 30 beats per minute (bpm). The last device check was in 2020 that showed 12 months of battery longevity remaining. The physician advised the patient may have forgotten to attend his follow up pacemaker clinic appointments. Additional information requested. The patient was admitted to the hospital and a device replacement will be scheduled. At this time, the device remains in service. Received additional information the battery capacity could not be confirmed, and the device was unable to be interrogated. The device has been explanted and replaced with a boston scientific pacemaker. The explanted device will return for analysis. Outside of the revision, no additional adverse patient effects were reported.